Event description:
It was reported end user lost control of the power wheelchair during use and, as a result, the patient hit his foot. The patient reportedly lost a toe nail. No further patient complications were reported as a result of this event.